Event description:
It was reported that the device had a persistent last error code 41622. There was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's problem was duplicated. A peeling downstream occlusion (dso) seal was found. The cause of the issue was likely a problem with the motor, printed wiring assembly (pwa) or camflex sensor. All of those components as well as the dso seal were replaced to fix the issue.